Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced an episode of syncope. Boston scientific technical services (ts) discussed possible changes to the device rate response feature to optimize therapy. No additional adverse patient effects were reported. This device remains in service.